Event description:
During a laparoscopic sigmoid resection procedure, the open and close buttons of the idrivec device appeared to function intermittently. The device was not able to transect tissue or deploy staples via the stapler which was attached to its distal end. The procedure was completed by means of another device.

Manufacturer narrative:
The returned idrivec was visually examined and functionally tested. The device performed according to specifications. The root cause of the unresponsive buttons could not be determined. Evaluation summary: idrivec calibrated normally, opened fully, closed for firing range and fired acceptable staples into 3 layers of 1/16 uline foam. The firing sequence completed, the staples were properly formed and knife transected fully.